Manufacturer narrative:
Summary of eval: the eval results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.

Event description:
Surgeon could not impact the insert on to the baseplate. Baseplate used was a large cruciform. There was no adverse consequence for the pt or delay in surgery or anesthesia time.